Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information in a1 patient identifier, a2 date of birth and age, a3 gender.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix would not extend. This lead was never in service and will not be returned as lead was infected. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix would not extend. This lead was never in service and will not be returned as lead was infected. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.